Manufacturer narrative:
Evaluation of the returned device showed evidence of failure due to fatigue. No evidence of inherent material flaws was observed. The exact cause of this event could not be determined. Add'l device manufacture date: 09/2010.

Event description:
At an unspecified time post-operatively, the surgeon reported that the patient experienced a fall. It was noted on imaging that two screws in the multilevel pedicle screw construct were broken. A procedure was performed to replace the screw construct. The surgery was performed successfully.